Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an unknown blood glucose level and large ketones. Cause was not known. Multiple attempts were made by Tandem Technical Support to follow-up with the customer on the reported issue, but no response was received.